Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the exact cause was unknown. One 20fr tri-funnel replacement device was returned for investigation. Residue was observed throughout the inner lumen of the gastrostomy tube. The external bolster was positioned over the 2cm depth mark. A functional test revealed that fluid leaked from the proximal end of the balloon. A microscopic examination of the leak site revealed that the breach was located near the adhesive fillet at the proximal end of the balloon. Due to the evidence of use, the hole most likely developed during use; however, the cause of the hole is unknown. The complaint sample was forwarded to the manufacturing facility for review. Manufacturing conclusions: the reported issue (it was reported that the health care professional found the tube had removed by itself. The doctor observed a pinhole on the balloon. No patient injury was reported) is confirmed as cause unknown. In the visual evaluation no defects along of the catheter were found. During functional evaluation, the balloon was inflated 37cc of air (per internal procedure) using a syringe and it was deflated. After that the catheter balloon was inflated with 30ml of a mix of tap water and blue methylene using a syringe and it was deflated due to a balloon pin-hole. The balloon active length was found to be within specifications. No manufacturing defects were observed. A review of pfmea - for balloon molding process includes the reported failure mode as: balloon deflates, balloon burst, balloon pinholes with potential effects of failure: premature deflation have the potential causes of failure: tooling damaged (core pins), mold opener not aligned, contamination of cured material/ vulcanized or oil, moisture in transfer press and mold, excessive mold release. Current controls: per internal procedure, where it is inspected for: visual inspection: no flash allowed on balloon. No foreign matter will be permitted in excess of aggregate total of 0.4mm² per tappi dirt. Est. Chart. Physical inspection: measure active length. Balloon shall inflate and deflate normally with use of syringe. Balloon shall not deflate as a result of pin hole on the balloon area. Per internal procedure - immersion tank test for 7 days.

Event description:
It was reported that the health care professional found the tube had removed by itself. The doctor observed a pinhole on the balloon. No harm to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that the health care professional found the tube had removed by itself. The doctor observed a pinhole on the balloon. No harm to the patient was reported.